Manufacturer narrative:
Medical records are being requested. The device has not yet been received for physical eval and a plant investigation is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The spouse of a peritoneal dialysis pt reported that although the treatment data show her husband is draining fine on average, for the past month he has felt it was inadequate and he has been swollen. According to the pt's peritoneal dialysis registered nurse, the pt presented with swollen ankles and weight gain but was otherwise asymptomatic. He was admitted due to fluid overload on (B)(6) 2014 and is still hospitalized. He has pre-existing high blood pressure, which put him at increased risk from the extra fluid. It was determined the pt has peritoneal membrane failure and is unable to achieve treatment adequacy with peritoneal dialysis therapy. He has been switched permanently to hemodialysis.